Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported a blank display on their brand new pump. Troubleshooting was performed and the issue was resolved by inserting a new aa battery in the pump. No damage was observed on the pump. No harm requiring medical intervention was reported. The customer will continue using the insulin pump and the pump will not be returned for analysis.